Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, which rendered the screen illegible and the pump unusable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support was contacted and resolved the issue by deciding to replace the pump, although the device was no longer under warranty.